Event description:
It was reported that a revision was needed to replace the transition rod due to an incorrectly placed screw. This event occurred in switzerland.

Manufacturer narrative:
The device was available for evaluation. An initial surgery took place in (B)(6) 2022 using bi-lateral buildable transition constructs from l1-s1. Each construct consisted of 2 semi-rigid levels using spacers at l1/l2 and l2/l3, and 3 rigid levels spanned by the rod portion from l3-s1. The left sided construct was returned and confirmed to consist of one transition round rod with cord, straight, 500mm, two round spool, straight, a set screw end, and two spacers. A revision surgery was performed (B)(6) 2023 due to an incorrectly placed left s1 screw. There was no knowledge of the implant breakage, and no issues related to the returned implant itself, prior to the revision. During the revision it was found that the cord had broken between l2-l3 on the left. Upon evaluation and it was confirmed that the cord broke between l2-l3 through visual inspection. Functional and dimensional inspections could not be performed due to the broken cord. Due to the inability to replicate clinical conditions, or the contribution, if any, of the incorrectly placed s1 screw, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to replace the transition rod due to an incorrectly placed screw. This event occurred in switzerland.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was available for evaluation. An initial surgery took place on (B)(6) 2022 using bi-lateral buildable transition constructs from l1-s1. Each construct consisted of 2 semi-rigid levels using spacers at l1/l2 and l2/l3, and 3 rigid levels spanned by the rod portion from l3-s1. The left sided construct was returned and confirmed to consist of one transition round rod with cord, straight, 500mm, two round spool, straight, a set screw end, and two spacers. A revision surgery was performed on (B)(6) 2023 due to an incorrectly placed left s1 screw. There was no knowledge of the implant breakage, and no issues related to the returned implant itself, prior to the revision. During the revision it was found that the cord had broken between l2-l3 on the left. Upon evaluation and it was confirmed that the cord broke between l2-l3 through visual inspection. Functional and dimensional inspections could not be performed due to the broken cord. Due to the inability to replicate clinical conditions, or the contribution, if any, of the incorrectly placed s1 screw, no determinations could be made as to the cause of the reported issue.